Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/oct/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "hypertension" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hypertension and rupture.

Event description:
Healthcare professional reported right side "hypertension." Healthcare professional additionally reported "rupture" and "patients concern with the product." Device has been explanted.